Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. The meter was returned and investigated. Visual inspection was performed on returned meter, and no issues were observed. The indicator lights did not flash. The meter did not power on with button depression, cal bar and strip insertion. Meter communication was initiated using usb cable plugged to the meter usb port and a computer usb port and connected to approved software. Meter display was not on and communication was not successful. The returned meter was further de-cased and investigated. Internal visual inspection was performed and liquid contamination was observed on the pcba (printed circuit board assembly). Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.